Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion. In december 2020, the remaining battery longevity was 4 years, as of today the remaining battery longevity is two years, five months. The engineers reviewed the available device data, noting an increase in the power consumption over the past year from 22 uw to 60 uw. . A technical service consultant recommended a device replacement procedure with the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. Besides surgical intervention, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion. In december 2020, the remaining battery longevity was 4 years, as of today the remaining battery longevity is two years, five months. The engineers reviewed the available device data, noting an increase in the power consumption over the past year from 22 uw to 60 uw. A technical service consultant recommended a device replacement procedure with the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. The device has been returned and analysis is pending. Besides surgical intervention, no additional adverse patient effects were reported.